Event description:
The complainant indicates that they could not get the meter to count down after the application of blood to the sensor. Fortunately when this occurred complainant was at the doctors office and complainant's physician was able to test complainant's blood sugar. At the doctors office complainant's blood sugar was 138mg/dl. While on the phone it was learned that the customer was using excel off brand reagent. The use of this product is not recommended or supported by bayer. The customer did have expired elite sensors and as a check (no patient results were generated for use) satisfactory performance was obtained e.g. The meter turned on. The customer was advised to call the MFR of the excel off brand reagent strips for further eval. The complaint is considered closed for purposes of MDR.